Event description:
It was reported that on (B)(6) 2012, due to unstable angina, the patient underwent angiography, which revealed a lesion at the left main and proximal left anterior descending artery (lad) with 90% stenosis. A 3.5 x 33 mm xience prime stent was implanted at 12 atmospheres. The patient was discharged from the hospital the next day. On (B)(6) 2012, the patient returned and thrombosis was observed inside the xience prime stent. Treatment for the thrombosis was performed with an aspiration catheter and ballooning. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.